Event description:
After less than one minute of run time, the distal end appeared to separate from the catheter. Returned product analysis suggests that the device failure may have been caused by a faulty glue joint.